Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately five days post implant, the patient was experiencing non-sustained ventricular tachycardia (vt) episodes. It was also reported that the right ventricular (rv) lead exhibited oversensing causing this inappropriate vt. The rv lead remains in use. No further patient complications have been reported as a result of this event.